Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose (bg) level was 450 mg/dl, however during one occurrence of the alarm there was no reported impact to the customer's bg level. The customer delivered a bolus and administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.